Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a resume pump alarm. Reportedly, the contact may have taken too long to change the pump supplies or the customer was swimming at the time of the alarm. Customer had elevated blood glucose (bg) levels (241 mg/dl). Customer addressed elevated bg levels via the pump.